Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic subtotal gastrectomy, the stapler was able to fire but the staples burst out when on the stomach tissue. There was an incomplete staple line distally. The staples did not form a 'b" shape. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. Functionally the loading unit was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic subtotal gastrectomy, the stapler was able to fire but the staples burst out when on the stomach tissue. It was also stated that there was an incomplete staple line distally. The staples did not form a 'b" shape. Another reload was used to complete the case. There was no patient injury.